Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Technical services (ts) discussed with the health care professional (hcp) that measurements prior to this had been stable. The hcp would be following up with the patient. No adverse patient effects were reported. The lead remains in service.